Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the spring collar in the problem area was dirty. The spring collar was replaced and the tip clamp assembly was cleaned. The instrument was tested without further problem and returned to service.